Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2), perfix plug (device #3), perfix plug (device #4) and perfix plug (device #5). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of the five unspecified bard/davol perfix plugs on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the perfix plugs. Attorney alleges that the previously placed hernia mesh was removed on or about (B)(6) 2011. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.